Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous right coronary artery with 90% stenosis. The 2.75 x 8mm trek balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use. The trek bdc was advanced with resistance noted. During the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.